Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the mr290v vented autofeed humidification chamber from an rt380 adult dual heated evaqua2 breathing circuit kit was leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a crack on the chamber dome around on of the ports. Residue dots were noted on the entire chamber dome. Smeared print was also found on the entire chamber dome. The distribution of the residue indicates that the chamber was spread with a solution. A lot check revealed no other complaints of this nature for lot 150331. Conclusion: the residue and smeared print found on the chamber dome indicates that the chamber came in contact with a solution containing alcohol which resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (b)(46) reported that the mr290v vented autofeed humidification chamber from an rt380 adult dual heated evaqua2 breathing circuit kit was leaking during use. No patient consequence was reported.